Event description:
Meter was reading inaccurately high. Patient reported a result of 176 mg/dl on their meter. Patient then tested on neighbor's meter and obtained a result of 146 mg/dl. Patient reported feeling week after testing. Patient spoke to a nurse who advised the patient to retest. No other treatment was reported. The comparison of one meter to another is invalid. The test strips were in good condition, codes matched, and the techniques for applying the blood to the test strip and for cleaning the puncture site were correct. The patient performed two control solution tests, both failed. The patient stated that test strip vial was cracked. This may have led to the inaccurate high results. Based on the information provide4d, there is evidence of a test strip malfunction. There is no evidence that the malfunction led to a serious injury. The test strips are being replaced for the patient.